Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller asked how to repeat the pairing process with the patient therapy application. The caller indicated that during a case they had to use a second battery because the first battery stopped communicating. With the original ins the rep indicated that they had interrogated the ins multiple times, charged the ins, and paired the patient handset. After the surgeon connected the leads to the ins the caller was not able reconnect to the ins with the clinician application. The caller restarted tablet and they changed batteries in the communicator but the issue was not resolved. They replaced the ins since it would not communicate. The ins will be returned. Patient and device information provided. On (B)(6) 2024, rep called and stated their colleague had a similar issue and their colleague called technical services (tss) about it, was walked through resetting the ins and this resolved the issue. Caller reiterated information in original call and stated that the tablet would see the ins serial number but then never connect and enter the session. Caller inquired about to reset the ins should this happen in the future. Tss reviewed using ins reset within clinician app. Caller indicated they have the ins to return. Caller provided patient's name (as it is documented in registration as opposed to what is listed in the original call) - tss added patient info.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the implant procedure was able to be completed with a back up battery. The device was discarded.